Manufacturer narrative:
Eval code method 4117, eval code-result 3221, and eval code-conclusion 67 no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When inquired why stimulation was off, the patient said they accidentally turned it off. When asked what additional actions/interventions were taken to resolve the stimulation issue, they noted they are still working at getting the right setting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The call center walked the patient through on how to turn the handset on and how to connect. The patient app showed stimulation was off. The consumer noted having an appointment with their healthcare provider (hcp) on (B)(6) 2019. They then thought stimulation was maybe turned off at that appointment. During the call, the call center walked the patient through on turning stimulation back on. After adjusting to 3.6v, they felt stimulation comfortably. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that a cause for the stimulation being off was not determined. Additional actions taken for the issue was that the patient contacted the manufacturer¿s representative several times which had helped. They also stated that they were disappointment that it was not working very well. There were no further complications reported or anticipated.